Event description:
It was reported that the capsular bag was damaged during insertion of the lens in the patient¿s right eye. The haptic was damaged and in the physician opinion, the damage was due to ¿handling¿. Reportedly, the incision was enlarged to remove the lens and suture was needed. There was loss of vitreous and a vitrectomy was performed; however, because of too much bleeding and condition of the bag, no lens was implanted. Physician is evaluating treatment options.